Event description:
The user facility reported that a portion of the guidewire coating was sheared off during a coronary catheterization procedure. The physician locatd the piece under fluroscopy and decided that no further intervention was necessary to retrieve the piece of coating. The procedure was completed successfully and the patient condition was listed as "fine".